Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the insulin gauge initially displayed an accurate fill estimate of over 180 units (+180) of insulin; however, after the delivery of 7.3 units, the insulin gauge decreased to a fill estimate of over 120 units (+120). The customer's blood glucose level was not impacted. Reportedly, after delivering approximately 10 units of insulin, the insulin gauge began to decrease as expected.